Manufacturer narrative:
Investigation is still ongoing.

Event description:
As per report from the field clinical specialist, approximately 3 years post transcatheter aortic valve replacement with a 29mm s3 valve, on the day of implant procedure the mean gradient (mg) was zero. On post-operative day 1, an echo revealed a mean gradient 15mmhg. The 30-day echocardiogram reflected a mg of 22mmhg and the patient was started on eliquis medication and the mean gradient dropped to 15mmhg. The one-year tee reported normal functioning leaflets with normal excursion and a mean gradient of 22mmhg. The 2- year tte showed a peak velocity (pv) of 3m/s, a mean gradient of 22mmhg and the eliquis medication was discontinued. The 3-year echo revealed a pv of 4.3m/s and a mean gradient of 43mmhg with peak gradient of 75mmhg. The patient was hospitalized with sob and has been on dialysis for 13years. The leaflets are noted to be sclerosed. The patient now has mitral stenosis. The patient was placed back on eliquis and a 4dct is pending.

Manufacturer narrative:
Additional information obtained from medical records regarding the 29mm sapien 3 valve. In this case the valve showed calcification of the leaflets from tee. The patient was started on medication and no intervention to treat the calcification was noted. The sapien 3 valve (29mm) was not returned for evaluation. The device history record (DHR) was reviewed for work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. No imagery was provided for review. In this case, complaint was confirmed by echo report. Based on the limited information provided, the root cause for the valve degeneration approximately 3 years post valve implant could not be determined, however, it may be related to the patient's co-morbidities (dialysis) and/or progression of the pre-existing valvular disease process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve - calcification" and "post implantation - svd calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. A risk assessment was performed on the reported event and revealed there was no evidence of a product nonconformance or labeling/IFU inadequacies that were identified in evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. There are varying degrees of calcification. Severe calcification can adversely impact the leaflet function and result in regurgitation, which may require intervention to prevent permanent injury. In this case there was mild-moderate calcification that does not adversely impact the leaflet function or results in mild regurgitation not requiring intervention. This event is not considered a serious injury, and therefore is not reportable. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.